Manufacturer narrative:
Immucor technical support assessed the instrument test well images in question using a remote electronic connection method on (B)(6) 2016, and these test well images unexpectedly appeared visually negative. The immucor laboratory tested retention product on (B)(6) 2016 which performed as expected. The immucor laboratory also tested the blood sample, returned to immucor from the customer site, on (B)(6) 2016 which yielded unexpected negative outcomes, which meant that immucor was able to reproduce the customer's unexpected observations with the submitted sample.

Event description:
On (B)(6) 2016, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.